Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instructions for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials. The instructions for use states in the precautions: "pelvisofttm biomesh is for single-patient use only and is to be implanted surgically. If either the outer polyester/polyethylene pouch or the inner foil pouch had been perforated or torn in shipment or storage, then the enclosed pelvisofttm biomesh should not be used. Pelvisofttm biomesh should be hydrated or moist when the package is opened. Dehydrated or dry tissue should not be implanted." (B)(4).

Event description:
(B)(4). This MDR is being opened in association with the alleged event filed by the pt's attorney in complaint # (B)(4). There have been no allegations of deficiency or serious injury against this device. The device is listed in the pt's op report. Per additional info received, the pt has experienced stress urinary incontinence, pelvic organ prolapse, trouble emptying bladder, extrusion, infection, urinary problems, bowel problems, bleeding, dyspareunia, vaginal scarring, recurrence of organ prolapse, voiding dysfunction, urinary tract infection, urethral stenosis, cystocele, recurrent enterocele, abdominal sacrocolpopexy.